Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had not used therapy for 3 years because it was not working well and covering pain for the patient. It was noted that the manufacturing representative was going to meet with the patient and try to reprogram the implantable neurostimulator (ins) on the day of the report. (B)(4) 2013: e1a (rep): additional information reported that an impedance test was performed and high impedances were found on some contacts. It was noted that the patient¿s device was reprogrammed. It was further noted that the patient had effective therapy when they left the office.

Manufacturer narrative:
Concomitant medical products: product ID 7439, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 747220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377745, lot# v001706, implanted: (B)(6) 2006, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).